Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (29-600 mg/dl). Troubleshooting was performed and pump passed delivery system check.